Manufacturer narrative:
Visual assessment of the device shows two of the four fins have broken off. The break area shows signs of plastic deformation. The fins appear to have been stressed to failure. Dimensional inspection confirmed the device met print specification. This investigation could not identify any evidence of product contribution to the reported complaint. Device evaluated by the manufacturer. Evaluation codes updated.

Event description:
It was reported that after the biosure sync 9-10mm tibial fixation was implanted, when twisting the screw, biosure sync broke in the bone tunnel, then took out the screw and broken biosure sync in turn, implanted the screw again without a new biosure sync to complete the surgery. No patient injury was reported.